Manufacturer narrative:
Concomitant medical products: 694965, lead, implanted: (B)(6) 2006. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was electively replaced. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.